Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose at time of incident was unknown at the time incident. The customer states they are unable to exit the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response on act button due to flattened button dome switch. Unable to verify prime anomaly and perform displacement test, basic occlusion test, occlusion test and prime test and excessive no delivery test due to intermittent button response.